Manufacturer narrative:
H2: additional information was received. Sectio a and e1 have been updated. Section d information references the main component of the system. Other relevant device(s) are: probe 960-559 inst plnr pass ball 1.5mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the pedical probe and the passive planar probe was off by 2-5 mm, direction unknown. They were able to previously verify the instruments, however, when they went to verify accuracy, they noticed that they were off. It was noted that the probes looked bent. The site proceeded with the case by opening a different tray. There was a reported delay to the procedure of less than one hour. There was no patient impact.